Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "complete failure of gas insulflator" could be confirmed. The most probable root cause are incorrect assembled fuse holders. Those were not completely screwed in and therefore an unstable power supply occurs which results in operation of the device is not guaranteed. The leak in the high-pressure regulator, the defect of sensor interface circuit board, the too high current of the valve and the old software version are independent from the reported issue even they can also interrupt the regular work of the insufflator. The IFU is stating this "failure of products" clearly. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the insufflator, which is part of a device tower, stopped working during surgery - display went dark. It restarted after a short time. No information about patient harm". No negative impact in state of health reported.